Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was elevated displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer reloaded the cartridge and resumed insulin therapy.